Manufacturer narrative:
(B)(4).

Event description:
A pt was hospitalized with severe spasms and pain. In addition, a burning sensation was felt in the patient's back upon using program #2. The pain was noted as feeling like an "ectopic pregnancy." The area of the body effected was the perineum. The symptoms had occurred with the device turned on. When stimulation was turned off, the symptoms had subsided after 2-3 days or 2 weeks (both timeframes were reported). The patient's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.